Event description:
It has been reported to co that during the procedure the sheath of this device broke off. Reportedly, the sheath "separated from the hub". The physician retrieved it with the use of a snare. The pt is reported to be in stable condition. The device is being returned for co's analysis.